Event description:
It was reported to boston scientific corp that during an apical prolapse repair procedure using an uphold vaginal support system, the physician, after having successfully implanted the first leg of the device into the sacrospinous ligament, was attempting to load the suture of the second leg into the capio device when the needle detached from the suture outside the pt. The uphold mesh was then removed from the pt and the procedure was completed with another uphold vaginal support system without any complications to the pt, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event. (B)(4).